Event description:
Contact reports the tip of the quick connect polyaxial screwdriver sheared off while inserting a spinal screw in l3. The tips of two additional screwdrivers also broke off during this procedure. Surgery was extended by approximately one hour while the tips were retrieved and the screws were removed. See mfg report # 1526439-2009-00084 and 1526439-2009-00085 for the other quick connect screwdrivers involved in this event.

Manufacturer narrative:
No conclusions can be made at this time. The cause of tip breakage cannot be positively determined. However, the damage is indicative of the application of atypical force during screw tightening. At this time, the complaint is considered to be closed.